Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with patent anatomy or accessory devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and preparation of the device may have contributed to the reported material deformation, ultimately causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the during preparation of the 3.5x23mm xience skypoint stent delivery system, the yellow protective sheath was removed using the stylet and the stent was observed to be pinched on the distal end. When the stent was touched it came of the balloon; however, it was observed to be already loose prior to touching it. Another xience skypoint stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.